Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other perclose proglide device referenced is filed under a separate medwatch manufacturer report reference number. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the blocked lumen; however, the difficulty removing the device, and damage to the device appear to be related to circumstances of the procedure. A nick and spread was performed to remove the suture and ensure nothing remained in the artery. Manual arterial compression was applied to achieve hemostasis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that arteriotomy closure of the mildly calcified left common femoral artery was attempted using two proglide devices via a 6f sheath after a percutaneous transluminal intervention to implant a stent. Reportedly, the first proglide device was deployed but did not capture the vessel wall and the suture came out with the device. The second proglide device was inserted and slow blood flow was noted at the marker lumen. The proglide device was inserted further into the arteriotomy and the foot was deployed. Blood flow was not stopping so the foot was closed. The needles were not deployed. An attempt was made to remove the proglide device; however, resistance was felt. An image was taken and the proglide was noted to be stuck on a previously implanted stent that was approximately 20-30 mm distal to the arteriotomy. Manipulation of the proglide device was done and the device was able to be removed from the anatomy; however, the white link suture remained in the anatomy. Although advised not to do so, an attempt was made to tie a knot with the suture that remained in the arteriotomy; however, hemostasis was not achieved. A nick and spread was performed to remove the suture and ensure nothing remained in the artery. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.